Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Event description:
Patient reports bottom incisors did not move the expected amount since aligner 4, thus the bottom aligners have been bending to the shape of the recessed teeth, making a sharp corner' where the plastic creases. In addition, due to this change in the aligner mold, only one tooth has pressure applied to it, which is causing discomfort and some swelling around the base of the tooth. It is hard to see in the aligner photos but the tooth that is most recessed is causing the aligners to bend and crack, creating a pointed sharp edge that catches on the tongue and the membrane under the tongue.